Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer's blood glucose level. A replacement pump was expected to be issued.